Event description:
The subject coil was returned for analysis and the device investigation revealed that it prematurely detached during use in the patient. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and the lot number was confirmed with the packaging returned with the device. During functional inspection, the coil delivery wire was seen kinked/bent and the main coil was seen detached from the delivery wire. The coil introducer sheath was found intact and the main coil was not returned. Functional testing was not performed as that main coil was not returned. Additional information indicated that the coil wouldn't advance into the microcatheter and was stuck inside the microcatheter. The reported event of coil in catheter friction could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the delivery wire was seen to be kinked/bent, the main coil was seen to be detached from the delivery wire and was not returned for analysis. An assignable cause of procedural factors will be assigned to the as reported event coil in catheter friction as well as the analyzed event of main coil prematurely detached/separated during use as these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the as analyzed event coil delivery wire kinked/bent as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.